Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having some difficulty with charging over the winter and got a replacement recharger. Patient said that worked but now starting a couple weeks ago (end of last month), they were having difficulty connecting to start charging the implant. Patient clarified it was taking them 2-3 attempts before they would start recharging, and they would have to keep trying again and reset controller. Patient said they would get a message that the device couldn't find the implanted neurostimulator. Patient then said they had to do that a couple times the other night before charging finally started working. Patient also said when they finally start charging, they are able to continue charging. During the call, patient did not see any visible damage to controller, recharger, or battery compartment. Patient reset controller during the call and tried to start a recharging session, and got excellent right away. Patient commented they were currently sitting on the edge of their bed, and when they've been having the issues connecting the past couple weeks, they had been reclining in a chair. Agent had patient try to lay back while charging and patient reported they went from excellent to poor. Patient moved recharger slightly but still got poor. Patient denied having had any falls. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient (pt) called back and stated they have to make "3-4 attempts" to start charging and it is "annoying" when they continue to see "try again". The patient stated they spoke with manufacturer representative (rep) who told the pt it seems like internal devices are fine but the pt needs a new controller. Agent reviewed controller was replaced (B)(6) 2023, recharger was previously replaced, so next step will be following up with hcp to further address telemetry issues. Agent reviewed pt may call back if after meeting in person, they decide pt needs a controller replacement. Additional information was received from the patient reporting the the difficulty connecting to the implant to charge/poor charge quality was due to the implant battery slightly changing position. Advise was given by the rep to address the issue and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.